Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the tortuous vessel in the lower leg. A 300cm v-14¿ controlwire® was advanced down in the foot to navigate through the tortuous anatomy. The physician moved the wire and it was noted that the distal end of the wire separated from the core and stayed in the foot. The wire was removed but the distal portion of the wire was left inside the patients body. Multiple attempts were made to remove the fractured portion of the guide wire using a snare and other unspecified devices. However, the fractured part was not retrieved. The procedure was completed with a non bsc device. No further patient complications were reported and the patients status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned in a generic plastic bag and has distal end damage. Unit returned matches with upn provided by the customer. The visual inspection was performed and the device presents distal tip bent and detached exposing the corewire. No evidence corewire fracture was found. All the outer diameter (ods) and guidewire overall length taken were according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the tortuous vessel in the lower leg. A 300cm v-14 controlwire was advanced down in the foot to navigate through the tortuous anatomy. The physician moved the wire and it was noted that the distal end of the wire separated from the core and stayed in the foot. The wire was removed but the distal portion of the wire was left inside the patients body. Multiple attempts were made to remove the fractured portion of the guide wire using a snare and other unspecified devices. However, the fractured part was not retrieved. The procedure was completed with a non bsc device. No further patient complications were reported and the patients status was fine.